Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient said they needed to find out what has been implanted and explanted. There were some discrepancies going on. The patient was supposed to have the stimulator and lead from the manufacturer removed on (B)(6) 2026 because it was no longer working, and have a device from a different manufacturer implanted that was MRI safe. They said they removed the 3058 and the lead from 2016. They sent it off to growth pathology and it said to contact the pathologist for additional information on the device. Patient thinks the doctor caused damage because the surgery they had in 2016 used completely different materials to repair their vaginal prolapse and all of a sudden it switched during this report. Patient is assuming that was when the doctor tried to rip out the manufacturer lead out of their body. They never agreed and signed on a dotted line for anything besides the 3058 to be removed and the new device to be implanted. They have a big incision scar where they said they taken it out. Agent told the patient they can do imaging to determine what kind of device it is. Transferred caller to device registration to update record. On (B)(6) 2026 the patient called back and repeated event details from call summary. Patient repeated that they were "told" the ins and lead were explanted in (B)(6) 2026, but they "can't guarantee it." The patient said they had all the information they needed, then disconnected the call.